Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted and replaced with a different model for reasons currently unknown. Effective therapy was established post-op.

Manufacturer narrative:
Corrected data: initial reporter phone number, address, city, and zip code was inadvertently entered incorrectly in initial report.